Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they insulin pump had motor error alarm. Customer's blood glucose level was 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Troubleshooting was performed. The customer was treated for the high blood glucose with insulin pump. The customer was advised to discontinue use of the pump and to revert to back up plan per health care professionals instructions until replacement arrives. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.